Manufacturer narrative:
Zoll has not received the product for investigation. A supplemental report will be filed when the product is returned and investigation has been completed.

Event description:
As reported, during shift check, the user's autopulse platform (B)(4) displayed "system error, out of service, revert to manual CPR " upon powering on. Error message could not be cleared by the user. No patient involvement.

Manufacturer narrative:
The reported complaint of "system error, out of service, revert to manual CPR" on the autopulse platform (sn (B)(4) was confirmed during power on and archive data review. The investigation findings determined that the reported complaint was due to a software glitch during the communication between the motor and the processor board. During visual inspection, no physical damage observed. However, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance and was unrelated to the reported complaint. The autopulse platform is a reusable device and was manufactured in march 2009. The device has been operating over 9 years and has exceeded its expected serviceable life of 5 years. This type of issue on the ap platform can occur due to normal wear and tear. To remedy the issue, the clutch plate was deburred. The archive data review indicated system error (latch error 203 - mailbox full) was observed on the date issue occurred, thus confirming the reported complaint. Additionally, user advisory - ua17 (max motor on time exceeded) was observed multiple times in the archive. The drive train motor brake assembly air gap was out of specification, too narrow. To remedy the issue, the brake air gap was adjusted to the desired manufacturing specification. This issue was unrelated to the reported complaint. The initial functional testing could not be performed due to system error (latch error 203 - mailbox full). Thus, confirming the reported complaint. To remedy the issue, the software was reinstalled. The ap platform was retested and passed all functional tests. The device is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse platform with serial number (B)(4).